Event description:
The customer received questionable iron results for an unknown number of patient samples after they switched reagent lots. The customer changed from lot 604654 to 61017901 on (B)(6) 2015. After receiving erratic patient correlation results, the customer started testing all patient samples in duplicate. Data was only provided for one patient sample. The initial result was 229 ug/dl and was reported outside the laboratory. The sample was repeated and the result was 41 ug/dl. The repeat result was believed to be correct. The customer stated there was no way to find out if the patient was adversely affected. Reagent lot 61017901 expiration date was 03/01/2016. The field service representative could not reproduce the problem, but noted iron oxide deposits on the washers for the detergent tubing flares and noted the wires were corroded. He replaced the reagent chain cables, detergent valves, and wires. He ran multiple mechanism checks, leak checks, liquid level detection checks, detergent dispense checks, and completed initialization. He ran an iron precision check and complete qc panel.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.